Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the issue was replicated upon the inspection, the field representative reported that the mvs would not boot up because the ups was failing. The relay board was trying to magnetize, but it could not and would continue to click until the mvs power cable was unplugged. The batteries in the ups also had corrosion on the terminals and were leaking. Replacement of the uninterruptible power supply (ups) resolved the issue. No further issues were reported. Replaced ups was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's mobile view station (mvs) produced a clicking sound and would not turn on. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the battery would not hold a charge and that load testing failed. New batteries were installed and the unit functioned as designed. This confirmed an electrical based failure mode.